Manufacturer narrative:
The device was returned by the customer for evaluation. We have performed our evaluation of the device and observed that the end of the monofilament has the appearance of being melted; this is consistent with being detached by the controller as per design. Additionally, we observed that the lead wires were separated from the core wire over its length; this may have been due to the device being wet (observed at investigation). Testing was performed to verify the pusher resistance and it was found to be within specification. We were not able to identify any device defects.

Event description:
The physician placed the second coil of the case after which he heard the four audible "beeps" indicating a good detachment, the physician retracted the pusher, but the coil "hanged" up according to our report, and detached itself in the microcatheter. The physician then tried to push the coil with a boston scientific pusher, in vain. The physician then made the decision to retract the coil with the microcatheter, but the coil did not follow the microcatheter, but stayed in the basilar trunk. Fortunately, during the final control the coil went up into the aneurysm. The outcome did not require intervention, but could have if the coil did not move up into the aneurysm. There was no harm to the patient.